Manufacturer narrative:
During testing, the fluid shield was found to be damaged and fluid spillage was noted. The customer contact's report that the device alarmed, "insert plum set close level" was duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer that the device alarmed, "insert plum set close lever." This is not a reportable malfunction. However, during verification testing at the service ctr, the fluid shield was found to be damaged and fluid spillage was noted.